Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 97, 85 and 84 mg/dl. The customer's expected fasting blood glucose test result range is 185 - 190 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date at time of call is "about a week ago" per customer. Strips are not part of the recall. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 97 85 84 89 100mg/dl.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc evaluation on 12/28/2016 return test strips produced low readings. Most likely underlying root cause is improper storage: strip left outside of vial for an extended period of time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 97, 85 and 84 mg/dl. The customer's expected fasting blood glucose test result range is 185 - 190 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date at time of call is "about a week ago" per customer. Strips are not part of the recall. The meter memory was reviewed for previous test result history: (B)(6).